Manufacturer narrative:
Samples received: none. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have not received any sample for analysis. Without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfil usp/ep and b. Braun surgical requirements. Knot pull tensile strength results before releasing the product were 3.10 kgf in average and 2.92 kgf in minimum and fulfilled the requirements of the european pharmacopoeia (ep requirements: 1.79 kgf in average and 0.91 kgf in minimum). Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.

Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the suture. The suture broke during a veterinary procedure. It was noted during knot-tying. Additional information is not available.